Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of cable fault error messages while pacing. The multi-function cable was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "cable fault" message. After the monitor was turned on/off, they were able to shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.